Event description:
Patient has been using the dexcom g6 continuous glucose monitoring (cgm) device for 6-8 months. Roughly 4 months ago he started to have issues with the sensors not being accurate. Readings have been dramatically lower and higher when compared to the finger prick device. The issue has been a major source of frustration and loss of trust in the device. Patient experienced insertion site pain from a replacement device a few weeks ago. There is also a delay in synchronizing the sensors to the cgm. What usually took 2 hours (max) is taking some sensors 24-48hrs to perform. Patient was able to reach out to dexcom and stated he received poor customer service. He stated it was hard to communicate to the reps because most of the reps spoke broken english. He asks: "..what assurances can dexcom provide that whatever they are putting into my body is safe..." Patient joined online support-groups composed of other patients who have had similar issues with dexcom. Patient had no other visible signs or symptoms.